Event description:
It was reported, by the pt, that following a coronary drug eluting stenting treatment procedure, the pt has experienced itching. A 3.00 x 12 mm taxus express2 drug eluting stent was placed in an unk vessel in 2005. The pt is taking plavix and coumadin after stent implantation. Five to seven days after the stent was placed the pt began experiencing itching on the feet and hands. It was reported that this itching is worse when moving and better when lying down and is not continuous. Three attempts have been made in one month to obtain additional info from the healthcare provider without success.